Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed the reported issue. Upon troubleshooting, it was determined that the x-ray pc had malfunctioned. To resolve the issue, fse replaced x-ray pc, reloaded the software and return the part for further analysis and the failed component was hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the problem, philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.